Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 28-dec-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "nasogastric/nasointestinal tube broke...off inside a patient." There was no reported injury. Additional received on 26-dec-2022 stated the device was in use for 13-days prior to the tube breaking. The broken portion of the was discarded. The retained portion of the tube was removed from the patient's throat. Additional received on 26-dec-2022 stated the patient is reported to be deceased. The patient's death was not related to the broken naso-jejuanl tube.

Manufacturer narrative:
Correction b5: the alert date of the b5 new information in the initial report was actually 28-dec-2022 and not 26-dec-2022. All information reasonably known as of 24-jan-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional received on 28-dec-2022 stated the device was in use for 13-days prior to the tube breaking. The broken portion of the was discarded. The retained portion of the tube was removed from the patient's throat. Additional received on 28-dec-2022 stated the patient is reported to be deceased. The patient's death was not related to the broken naso-jejuanl tube.